Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis event was manifested by cloudy effluent, abdominal pain, and nausea. The next day, the patient was hospitalized for this event. The cause of peritonitis was reported to be an unspecified virus. On an unreported date, the patient received treatment with an intraperitoneal unspecified antibiotic (dose and frequency not reported) for peritonitis. Five days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event. Dianeal and extraneal therapies were ongoing. Additional information is not available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was unknown (previously reported as an unspecified virus). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.